Event description:
A customer contacted beckman coulter (bec) reporting an uncontained electrolyte injection cup (eic) overflow in the unicel dxc 800 pro synchron chemistry analyzer. The volume of the leak was not determined. No flags or error messages alerted the customer of an instrument issue. The customer was wearing personal protective equipment (ppe), including gloves and a laboratory coat during this event. There were no injuries and no one had to seek medical attention. No erroneous results were generated.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched for this event. The fse verified the eic had overflowed and also discovered that tube line # 25 was detached. Tube line #25 runs from the ratio pump internal reference stage to the flowcell internal reference input port. The fse reconnected the tubing and performed an ise performance verification. The failure mode to the eic overflow was due to disconnect in tube line 25. (B)(4).